Manufacturer narrative:
The pump had unresponsive act button due to corroded keypad traces. The any test or verify unexpected restart, compromised force sensor system alarm, were all unable to be performed due to unresponsive buttons. The pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm and unexpected restart alarm. The customer also mentioned having heard a weird noise coming from the pump. The customer states they are not your average size, and may have slept on the pump. The customer states they tried to clear the alarm but the act button is not working. The customer's blood glucose level at the time of incident was 190mg/dl. Troubleshoot was conducted, and the customer was advised the pump would have to be replaced and returned for analysis.